Manufacturer narrative:
Exact date unknown, event occurred one year ago from date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was unable to take a charge despite multiple charging attempts. Upon device interrogation, the ipg was unable to connect to the remote control (rc) due to lack of charge. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted device will not be returned as it was kept by the medical facility.